Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7164344, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent the procedure due to lead migration, which was confirmed through x-ray imaging. As a result, the patient experienced inadequate stimulation. The patient underwent leads revision procedure wherein their leads were explanted and replaced. It was noted that the patient has had several falls, which are not device of stimulation related. The leads will not be returned for analysis. Postoperatively, the patient reported satisfactory stimulation without any displacement of the newly implanted leads.